Event description:
Boston scientific crm received information that a shock lead impedance measurement of greater than 125 ohms was measured on this right ventricular defibrillation lead. No adverse patient effects were observed. It was reported that this measurement was taken via the latitude system and the patient has since been followed in the clinic. No further out-of-range measurements have been observed and the lead remains implanted. Subsequently, this lead was surgically abandoned during a routine changeout procedure due an increase of pacing threshold measurements. A new lead was successfully implanted and no adverse patient effects were observed.

Manufacturer narrative:
At this time, no additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.